Event description:
It was reported that after the armada 35 percutaneous transluminal angioplasty (pta) catheter was inserted over a 0.035 inch guide wire to an unspecified lesion, an unsuccessful attempt was made with a manometer (indeflator) to inflate the balloon. The physician did not detect any contrast; the balloon did not inflate at all. The device was removed from the anatomy. Another armada 35 catheter of the same size was used successfully with the same manometer. There was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date (reported as not known). The armada 35 pta catheter is expected to be returned for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty inflating was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents of inflation issue reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.